Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-07018. Ref MFR report: 1627487-2013-07019. It was reported the pt had a gradual loss of stimulation over the past months. The sjm rep attempted to reprogram the pt, but uncomfortable rib stimulation was provided during the reprogramming session. It was reported the leads had invalid impedances. The physician ordered x-rays.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.